Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support agreed to replace the pump, provided the caller with a pump with updated software, and instructed them to use multiple daily injections as backup therapy. The caller was given instructions to put the current pump into storage mode before returning it and was informed of the steps to follow upon receiving the replacement pump.